Manufacturer narrative:
Analysis was performed on the returned device. The reported suture retrieval issue was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported suture retrieval issue and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a heavily calcified left common femoral artery with two proglide and two prostyle devices using the pre-close technique via a 6fr sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, the first device (proglide) was successfully pre-placed; however when deploying the second device (proglide) a cuff miss [suture retrieval issue] occurred. A third device (prostyle) was deployed, but a cuff miss [suture retrieval issue] occurred. The suture of a fourth device (prostyle) was then successfully pre-placed. The sheath was upsized to 14fr and the tavi procedure was completed. Hemostasis was achieved with the one pre-placed proglide and one pre-placed prostyle sutures. Also as per hospital standard the patient received a compression bandage for 6 hours. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.